Event description:
Customer reports: healthtrust wants us to do an investigation regarding lot 01104020. According to them, the needles are loose on the syringe. Additional information provided on 5/25/23 stated that although they have not had a needlestick, ER staff have expressed concerns regarding the needles being loose and falling off.